Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received that the reported "peri-valvular leak" was actually "paravalvular leak" outside of the valve due to surgical implant issues. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 months post implant of this 27 mm bioprosthetic aortic valve, this valve was explanted and replaced with a 25 mm medtronic bioprosthetic valve after a peri-valvular leak was noted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the physician that the leak was due to implant technique and not due to a performance allegation against the valve. Conclusion: based on the received information, the paravalvular leak (pvl) was due to the surgical implant technique and was not due to a valve issue.